Event description:
Complainant alleged that while attempting to monitor a pt, the device's display was distorted and no clinical info could be seen. Complainant did not indicate that there any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.